Event description:
(B)(6), a social worker with (B)(6) medical center in (B)(6), reported on (B)(6) that an omnipod patient who was currently in the ICU with dka had also been admitted to the hospital on (B)(6). Three attempts were made to reach the patient and obtain additional information about this event. She did not respond to messages.

Manufacturer narrative:
The device was not returned for evaluation. No information about the reason for the patient's hospitalization, nor about her diabetes care leading up to her admission, was reported. We are unable to determine if the device could have contributed. No qualification records were reviewed because no product lot number was provided. No labeling review was performed because no information about the patient's condition or about any possible device malfunction was provided.